Event description:
Nellcor puritan bennett received a call on 11/09/98. Source called to report the following problem: unit stopped cycling with all leds on and continuous audible alarm. No patient harm.